Event description:
The customer reported that the system was unable to perform cine functions as intended. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The service representative replaced the cine hard drive and the cine bridge. The system was tested and found to be working as intended and put back in service.